Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not understand how to read the insulin on board (iob) feature on the pump and thought it was the time it took to deliver insulin to the body. Tandem technical support reviewed the iob (active insulin already in the body) feature with the customer. The impact to the customer's blood glucose level was not known.